Event description:
A caller reported an issue with the speaker and vibration functions of a pump, stating that the speaker was not audible despite the settings being correctly configured to make sound and vibrate. Technical support instructed the caller to adjust the alert sound setting to high. The customer decided not to continue with further troubleshooting and indicated they would reach out if additional assistance was needed. There was no reported impact to the customer¿s blood glucose level.